Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that after they do an infusion set change, they see air bubbles by the second day that start from the reservoir into the tubing. Then, they purge the air bubbles out. With every infusion set change air bubbles form. Customer's blood glucose level was not reported. The device was not returned.